Event description:
It was reported that the right ventricular impedance and the superior vena cava impedance were greater than 200 ohms, the tip to right ventricular coil impedance was 824 ohms, and the tip to superior vena cava coil impedance was 400 ohms. A right ventricular coil fracture was suspected, and the lead was removed from service. No patient complications have been reported as a result of this event.